Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip cable was broken at the distal clevis hub. The cable segment stuck out at the instrument's wrist. The distal clevis hub does not exhibit any wear. Other cables at the wrist were not damaged. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; a broken cable and tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si hysterectomy procedure, dr. Li was at the console suturing mesh when a wire was noted to be disconnected from a mega suturecut needle driver instrument. The instrument was replaced with a large needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. There were no missing pieces or fallen pieces reported.